Manufacturer narrative:
Batch review performed on 27-jun-2023: lot 2109339: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 27-jun-2023. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2118343: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 2 days after the primary, the patient reported pain due to a dislocation of the head from the liner. The surgeon revised the liner and the surgery was completed successfully.